Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level as the level did not exceed 500 mg/dl. The customer received instructions from technical support on resetting the pump, which resolved the issue, and was advised to continue using the pump while being informed to contact support if the malfunction recurred.